Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator hardware was failed. A field service engineer found that the remote manager door hasp was loose and required proper reinstallation, which necessitated adjusting the remote manager housing placement, uninstalled the door hasp and remote manager housing using a heat gun and removed all residual adhesive from the refrigerator surface, then installed a new door hasp and reattached the remote manager housing using industrial-strength double-sided tape, ensuring proper alignment and smooth operation, identified damage to the medcart auxiliary cable connecting the main station to the remote manager and replaced the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager fridge was failed and entire latch system needed to be replaced. There were no adverse events or injuries reported based on this event.